Event description:
It was reported that the insulin pump alarmed threshold suspend and the blood glucose readings were 229 mg/dl. Customer also received a calibration error alert. No further information reported. Customer's most recent blood glucose reading was 153 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to low readings.